Event description:
Additional information received indicated the implantable neurostimulator (ins) was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection is suspected at the patient's implantable neurostimulator (ins) pocket site. Patient was prescribed oral antibiotics. Physician plans to explant the system as the next course of action.